Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set had push button failure the plastic covering the spring popping off. "The spring popped out and the needle was suddenly lose." There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use of the bd vacutainer push button blood collection set had push button failure the plastic covering the spring popping off. "The spring popped out and the needle was suddenly lose." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for front/rear barrel separation with the incident lot was observed. Evaluation of the customer samples was performed and damage was observed to the rear barrel. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for front/rear barrel separation with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to an isolated manufacturing incident.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer push button blood collection set had push button failure the plastic covering the spring popping off. "The spring popped out and the needle was suddenly lose." There was no report of exposure, serious injury or medical intervention.